Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the irrigation tube bent during cataract with intraocular lens (iol) implant surgery. The surgery was completed without problems after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One used fluidics management system in an opened tray was visually inspected. The stem of the irrigation luer was slightly bent with a white stress mark in the returned condition. From lab experience, when the white male fitting is removed from the handpiece in an angle, a bend can happen with white stress marks on the stem of the irrigation luer. The root cause of the customer's complaint is related to user handling. The bend/damage is consistent with induced force from an external force applied by a user when connecting and pulling apart the luer from the handpiece. After an investigation of this complaint, it has determined that no further actions will be pursued at this time as the most likely root cause was determined to be related to user error. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).